Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary ==> the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed one portion of the electrode broken. Broken piece was returned for evaluation. No other anomalies were noted. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed by the manufacturer; as a result, device was received only in the bag, only 50% of active tip still remains. Remaining section has been returned. Ceramic has multiple scratches around tip, the heat-shrink at distal end is scratched. Saline residue was in the suction tube. The device passed the electrical testing but failed the suction functional flow rate testing before and after activation. The suction failure was further investigated by subjecting the device to both positive and negative pressure, however the blockage remained, and a flow rate test confirmed this. The customer reported that a section of the active tip detached during surgery. Visual inspection confirmed that the distal tip has fractured across the suction holes. Damage similar to this was investigated. The device was also noted to have a blocked suction path which was unable to be cleared using positive or negative pressure. The physical complaint device was returned to atl UK and investigated. It successfully passed all electrical tests but failed the functional test, not achieving the minimum flow specification. Tip fracture: visual inspection confirmed that the distal tip had fractured across the suction holes, which confirms the customer reported event that ¿face fell off¿. These observations are consistent with failures previously seen and investigated, which concluded several potential causes for the tripolar electrode tip fracturing and falling into the patient as detailed below: *wrong material specification. *erosion of tip. Abuse/misuse. Design covered by loading / stresses / tolerances. *manufacturing error. Either fracture during manufacture or a missed operation. During the manufacturing process 100% visual inspection is performed at to check for any cracks or other defects related to the active tip. From the investigation, we have been unable to determine an exact cause of this failure. The above failure mode has been reviewed against the systems risk assessment document "force is applied during use (normal and excessive force) causing damage to components" leading to "components / fragments detach within the patient and require retrieval" resulting in "tissue damage" most closely correlates to the failure mode seen, with a severity of "serious" and occurrence level of "probable". That gives a risk level of 14 and rated as 'as low as reasonably achievably (alra)'. Appendix c of risk management procedure defines that the risk level of 14 is equivalent to less than 1 in 10,000 and more or equal than 1 in 100,000 devices potentially being exposed to the hazardous situation described above. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the device observed condition could be traced to the procedural variables, such handling of the device or product interaction during procedure: it is possible that mechanical forces were applied to the active tip which are greater than the design specification. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the metal tip of the vapr tripolar 90 suction elect device came off. It was reported that the broken metal tip was found and there was no impact to the patient. It was reported that there was no trace of the device remaining in the body, which was confirmed by the surgeon. Another device was used, and the surgery was completed without any problems. There was no adverse patient consequences, or surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.